Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer via a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient called the rep to inform them that they had an appointment with their doctor for a consultation. They stated they did not like the battery placement as they stated ¿it gets caught on chairs, etc.¿ it was indicated that there were no factors that may have led or contributed to the issue. The patient was advised to update the rep once they were an established patient with the healthcare facility. No actions/interventions have been taken at this time. No surgical intervention has occurred and it is unknown if surgical intervention is planned, but the rep indicated they would follow-up with more information. The event occurred on (B)(6) 2018.no further complications were reported/anticipated.